Manufacturer narrative:
Patient identifier not made available from the site representative reporting this event. A part shipment was placed for a motor battery charger pcba, standalone x-relay service kit, 9v 12 amph battery and varistor mtl 560vdc. The medtronic representative went to the site to test the equipment. While performing an imaging system check-out on (B)(6) 2014, the medtronic representative confirmed that the pendant x-ray was disabled. When the umbilical is disconnected there is no x-ray battery level and the motor charger is overcharging. The following are results of troubleshooting steps: generator and detector show "not ready" in the remote desktop o arm application. Measured 414 voltage on j1 but not transferred to the rest of generator. All leds are 'off' on isolated stand alone board. Motor charger board is overcharging. X-ray battery level indicator shows no level when umbilical is unplugged. Batteries voltage is +/- 27, 6 v. The batteries did not supply the current. The medtronic representative deduced the following required replacement. Bi-310-00163 pcba motor battery charger; bi-310-00167 battery 9 amph 12 v; bi-710-00104 service kit stand alone board. The imaging system did not pass and perform as intended. Mechanical test: system is down, showing all three error indicators. Motion calibration is needed, but unable to perform while system x-ray and mvs communication is non-functional. System is unresponsive in a boot-up sequence. Imaging test: system is non-functional. X-ray battery indicator does not show power on the display. On (B)(6) 2014 another imaging system check-out was performed; the medtronic representative confirmed that the pendant x-ray was disabled. When the umbilical is disconnected there is no x-ray battery level and the motor charger is overcharging. The following are results of troubleshooting steps: x-ray batteries replaced. Isolated stand alone board replaced. Varistor mtl oxid 20 mm 560 vdc replaced. Pcba motor battery charger replaced. After part replacement, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The motor battery charger pcba and standalone x-relay service kit were returned to medtronic for analysis. An on-site investigation was completed on the returned parts. Motor battery charger pcba - could not confirm the reported problem. Motor battery charger board passed bench level test. Functioned on test system without any issues. Standalone x-relay service kit - confirmed reported problem. Stand alone board defective. Diode d5 shorted; burnt smell from the board. Relay and varistor no problem found. Also, received fuse along with the stand alone and relay kit. Fuse failed for open resistance. The 9v 12 amph battery- part was not returned to medtronic. Varistor mtl 560vdc- part was not returned to medtronic. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative, neurosurgery department up porter, reported that, while in a spine procedure, the site's imaging system is non-functional experiencing mobile view station communication issues. Initially, they were able to perform a 2d scan and afterwards a 3d scan, but lost communication with the mobile view station after trying to change back to 2d scanning. The surgeon discontinued use of the imaging and navigation systems and chose to complete the procedure with a c-arm, an alternate system. The surgery was successfully, completed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. The following day, additional information was reported to the medtronic representative. Additionally, noted was that the x-ray battery level x is not showing any bars without the umbilical cord connected and the x-ray is disabled. The mobile view station communication appears to be functioning. The mobile view station connection is functional.